Event description:
The customer's mother reported that the insulin pump's escape button was only responding intermittently. The customer's mother reported that all of the device's buttons were freezing. The customer's mother did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 167 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump had intermittent esc and act button response due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.